Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke. It is unknown when or how the device broke.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The persona tibia articular surface (tasp) was returned with the complaint for review. Visual inspection confirmed that the tasp fractured on the medial side of the post. The piece that fractured off was not returned. This lot had a field for approximately 2 years. It is unknown how many times the device has been used. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with CAPA (B)(4). This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.